Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. The same cartridge was reloaded to address the issue. No additional information was available. There was no reported adverse impact to the customer's blood glucose level.